Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they have heard a steady tone from their device on multiple occasions, and in one instance the patient went to the emergency room and later determined that the alert was caused from the magnetic clasp on their hearing aid case. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.